Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It as reported that a spectrum pump displayed system error 345. Any patient involvement, injury, or medical intervention is unknown.

Manufacturer narrative:
The device evaluation was completed for the reported system error 345. A service history review revealed no issues that could have caused or contributed to the reported event. The event history log review was performed and verified system error 345. Evaluation was unable to reproduce the customer allegation of ¿error 345 and determined that the downstream sensor was the failing component. The downstream sensor will be replaced. Should additional relevant information become available, a supplemental report will be submitted.